Event description:
It was reported that the IV tubing of a clearlink system continu-flo solution set did not have the luer lock in place when removed from packaging. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.